Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer's allegation of foreign material that adhered/clogged in a/w-cylinder and a/w-channel was confirmed. It could not be specified what the foreign material was. However, it was confirmed that there was no physical damage to the section of the device with the foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the packing at s-cover. Based on technical evaluations, the probable cause was insufficient reprocessing. The instruction manual identifies the following related verbiage which could have detected and prevented the phenomenon: ¿ the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. ¿ the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material, likely from a previous procedure, was found in the air/water tube and cylinder. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to wear of the scope cover packing and due to a pinhole on the bending section cover. It was also observed that the forceps channel port had a dent. It was observed that the suction, air, and water cylinders had no color. It was also observed that the plug unit had a scratch. It was observed that the plastic distal end cover had a dent. It was also observed that the light guide lens had a crack. It was observed that the adhesive of the bending section cover had a white-clouded area. It was also observed that the connecting tube had a wrinkle. Lastly, it was observed that the coating of the universal cord had peeling. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera iii gastrointestinal videoscope to the service center. During a standard inspection and estimation of the returned device, foreign material was found in the air/water tube and cylinder. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.